Manufacturer narrative:
An event regarding pain, loosening, and corrosion involving a v40 cocr lfit head 36mm/0 was reported. The event was not confirmed. A device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. A device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided, further information is needed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient came to surgeon's office with groin pain. Revised right hip due to cup loosening. Some corrosion noted at head neck junction intraoperatively.

Event description:
Patient came to surgeons office with groin pain. Revised right hip due to cup loosening. Some corrosion noted at head neck junction intraoperatively.